Event description:
The user facility reported that during a patient procedure with a wilson frame accessory, the table became unstable. There was a delay in the procedure; no injuries were reported to patient or hospital staff and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the 4085 table, found it to be operating properly and was unable to duplicate the reported event. The technician reported that the patient's weight was not evenly distributed during the procedure. The table is not under steris service contract and is currently maintained and serviced by hospital biomedical personnel. The reported event is attributed to improper patient positing. The operator manual states (pp 1-2): "patient injury may result if the operator of this table is not completely familiar with the controls for patient positioning and table operation. (Pp 2-3) note: accessories may have a specified weight limitation that is less than that of the table. Do not exceed the lowest weight limit, table or accessory." Steris provided in-service on the proper operation of the 4085 table on (B)(4) 2012.